Event description:
It was reported by service report that the scale did not work because the left load cell was not properly connected. The side rail would not latch in the upright position due to a worn timing link locking key way. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: load cell connection, timing link locking key way.